Event description:
It was reported that the patient experienced an occlusion alarm while using the cadd cleo infusion set. The patient attempted to resolve the alarm with the current cassette; however, the occlusion persisted. Replacing the infusion site and tubing resolved the issue. There were patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.